Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and this bipolar lead, received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and found a fracture of the bipolar lead. The physician elected to remove the lead from service. At the same time the entire lead system was capped, and the patient's automatic implantable cardioverter defibrillator (aicd) was removed, and replaced with a new cpi (aicd) and new lead system (0125).